Manufacturer narrative:
Pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive including the up and down arrow buttons and is having trouble delivering a bolus. Customer does not recall any significant events leading to the error but the pump may have been exposed to moisture from the shower. Customer's blood glucose was 166 mg/dl at the time of incident. Troubleshooting was done for buttons but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.